Event description:
It was reported that during placement patient pulled on the foley catheter, causing it to break. Few materials remained inside the body which was removed endoscopically by a urologist on (B)(6) 2025. Medical intervention was reported.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. Based on reported event, a potential root cause for this failure could be due to patient pulled on the foley catheter, causing it to break. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement patient pulled on the foley catheter, causing it to break. Few materials remained inside the body which was removed endoscopically by a urologist on (B)(6) 2025. Medical intervention was reported.